Event description:
Medtronic received information that one year following the implant of this transcatheter bioprosthetic pulmonary valve in the pulmonary position, the patient had another valve implanted in the same position. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately 10 months following the implant of the transcatheter bioprosthetic pulmonary valve, echocardiogram revealed moderate to severe conduit obstruction, no regurgitation, normal right ventricle size with preserved function, mildly diminished left ventricle function. Chest x-ray revealed no stent fractures, distal stent is narrowed and no significant difference seen compared to fluoroscopic images. One year following the implant of the pulmonary valve, right ventricle (rv) pressures 55/10 with right ventricle - pulmonary artery (rv-pa) conduit gradient of 30 millimeters of mercury (mmhg) was observed. Dilated rv with mild-moderately decreased systolic function. Fracture of distal rv-pa conduit stent and distal portion of melody valve were observed. Melody valve stenotic with no regurgitation. Stenting of rv-pa conduit with 2 non-medtronic (palmaz 4010) stents implanted on 22 bib balloon. The second melody valve ((B)(6)) was implanted. Following the valve implant, rv-pa conduit gradient post intervention decreased to approximate10 mmhg with rv 45/10 and no conduit regurgitation was observed.

Manufacturer narrative:
Updated data: a4 - patient weight b5 - event description b7 - relevant history continuation of d10: product ID palmaz 4010; product lot/serial number unknown; product type: conduit; implant date (B)(6) 2016; product ID 22 bib balloon; product lot/serial number unknown; product type: stent placement catheter; h6 - patient and device codes additional codes - img component codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.